Event description:
Acanthamoeba keratitis while using complete moisture plus contact lens solution. Frequency: daily. Dates of use: five months in 2007. Diagnosis: soft contact use, event abated after use stopped: no.